Event description:
It was reported that this implantable cardioverter defibrillator (ICD) over-sensed the pacing spike from the right atrial (ra) channel as far field noise on the right ventricular (rv) channel. It was noted the ra lead is implanted in the left bundle branch. As such, the two leads are very close and hence the signals are close in time. Technical services was consulted and provided programming recommendations. No adverse patient effects were reported. This ICD system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.